Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience a high blood glucose reading of 525 mg/dl, which was corrected with a manual injection. The customer stated that the insulin pump alarmed meter blood glucose now, indicating that the insulin pump was to be calibrated. He stated that he was trying to deliver insulin when he saw insulin dripping out the side. He confirmed that he was disconnected from the device. He declined troubleshooting assistance for the matter, advising that he already had a back-up plan. Nothing further reported.